Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose into the 500s mg/dl. The needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn less than an hour.

Manufacturer narrative:
The device was received with the formed needle visible in the exposed portion of the soft cannula. The slide insert was not visible in the top housing viewing window and the linkage assembly was observed to be in the partially deployed position. After opening the device, the needle mechanism moved into the fully deployed position. Score marks were found on underside of the top housing, indicating a misalignment of the linkage assembly. The needle mechanism was reset and deployed as intended with no issues. The misalignment of the linkage assembly resulted in the needle not fully retracting into the pod.